Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn:(B)(4) start date of the sensor: start hour of the sensor: sensor start missing reason: does not know. Location of sensor insertion: does not know. Date of sensor alert:. Hour of sensor alert: sensor alert missing reason: does not know crm service notification text (B)(6) 2022 11:37:24 salero2. Outbound call to (B)(6). 3 attempts no answer. If patient calls back please advise that we are updating his email address from (B)(6) to (B)(6). I was able to confirm on my initial call that its (B)(6) not (B)(6). As per further research, someone updated patient's email on (B)(6) 2022 from rsnewm@pacbeli.net to (B)(6) (last tech changed last letter of the domain from "l" to "icrm service notification text (B)(6) 2022 09:20:07 erp_rfc_user related svn (B)(4) crm service notification text (B)(6)2022 09:10:04 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 09:00:04 erp_rfc_user related svn (b)(crm service notification text (B)(6) 2022 08:55:39 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 08:54:00 salero2 customer concern: escalation call for reyjean tangca patient is frustrated about a discrepancy in his sg and bg reading and discussed the following. Isig (interstitial signal or electronic signal) is measured in nanoamperes discussed factors affecting sensor performance pt confirmed no set site and prep issues passed self test refused to run xtmr test as he is wearing the sensor at this time. Advised impact of certain medications to sensor performance and pt said he is not into any medication. - adv possible bad batch sensor and xmtr pt shares feedback that mdt should be more stricter in the quality control process so defects are manageable and kept at low during manufacturing and mdt should have an alternative shipping site aside from ky warehouse as a back up site just in case 1 site is affected by any natural disasters. - patient also mentioned about erratic bg reading and no opportunity to discuss further. - pt also want to get email copy of mdt research site links hence sent links to his email. Dop114-980doc: high bgs/under delivery t/s exit reason: customer declined/unable to t/s is any product replacement/return needed?: no repl/rtn needed crm service notification text (B)(6) 2022 14:55:56 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 14:44:49 fragac1 concern: this customer is a hcp & scientist. He is a retired director of the laboratory at irvine medical center. He wants to discuss how an isig is calculated/ determined/validated all by itself, regardless of the bg. Cust would like to discuss this with someone in the higher hierarchy chain. He has been a customer for over 20yrs. He has noticed the receptivity of medtronic has changed ever since we got a new vp/president in leadership cust feels there is a quality control issues with these products. Cust wants to discuss isig calculations . The sensor readings shows sg is going up 160's while bg's 112 after getting new replacement xmtr the readings go sideways, and when he did a calibration it changed the result, the isig in 5min.. Wants to know what calculates the isig? Notes: offered to t/s, cust declined explained the info on the isig per user guide, cust declined to discuss this with me. Cust only wants a supervisor. Cust has the macbook pro and 2 previous supervisors have not been able to get the cust to upload on carelink. Cust declined to have me upload the pump on carelink, and he said he does not have access to another